Event description:
It was reported that intraoperative, while injecting contrast with the handle of the leadless implantable pulse generator (ipg) delivery system in the locked position and the handle button in full retraction, the ipg tines would shift and partially protrude from the tip of the delivery system. This happened with all contrast injections. Contrast was not diluted. The tines were required to be recaptured by using direct retraction on the tether to enable ipg reseating into the cup. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2vr01-delsys], (serial: [serial (B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.